Event description:
Clinical study. Same case as MFR #6000093-2004-01119, 01120. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the proximal left anterior descending (lad) with 95% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with placement of a 3.0 x 16 mm taxus stent. Residual stenosis was 0%. Target lesion 2 was identified in the mid lad with 50% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with placement of a 3.0 x 16 mm taxus stent. Residual stenosis was 0% following post-dilatation. Target lesion 3 was identified on om1 with 95% stenosis and a 2.5 mm reference vessel diameter. Target lesion 3 was treated with predilatation and placement of a 2.5 x 20 mm taxus stent. Residual stenosis was 0%. The pt was discharged the following day. According to the pt's significant other, the pt had chest pain after discharge from the hospital. At about 9:00 pm that night, the pt collapsed and CPR was started prior to the arrival of the emergency medical technicians upon arrival, the emt's found the pt in ventricular fibrillation and defibrillated pt into asystole. They intubated the pt and gave them IV atropine, epinephrine, and bicarbonate. The pt went back into ventricular fibrillation and never regained pulses. Respirations were agonal. Upon arrival at the ER, the pt was without vital signs and pronounced dead at 2216. A death certificate has not been submitted.